Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/17/2019. Additional information was received that indicates this event does not meet reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and is not available: when did the needle pull off (while in the package/ during dispensing/during preparation/during use)? Evaluation: five retain samples of the product code and lot number were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects and no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects and no defects were observed. The needles were inspected for any attribute defects and no defects were observed. As a part of further investigation batch manufacturing record was reviewed and no deviation was observed and meets the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture needle pull off, needle pull test is applicable & measurable parameter. Needle pull test value of the retain sample meets the usp individual needle pull strength requirement. All the individual needle pull off values for retain sample were found above usp individual specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. During the procedure suture separated at swage. No patient consequences reported.